Event description:
It was reported that during pre-discharge check, the right atrial lead exhibited a loss of capture. The patient was asymptomatic. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.